Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented to the clinic for routine follow up showing high capture threshold on the rv lead. Diagnostic imaging revealed that the lead had dislodged. Patient was asymptomatic. Lead was extracted and replaced. Patient was stable before, during and after the event.